Manufacturer narrative:
This product is not marketed in the u.s. Conclusion: off label use (acd<3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.50 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a longer lens due to low vault. The problem was resolved. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4).